Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer stated that they treated the high blood glucose with bolus and went down to 215 mg/dl. The customer also reported blood glucose of 174 mg/dl. The customer also reported sensor issues. The insulin pump was returned for analysis.